Event description:
It was noted the liquid can not be stopped even if closing the clamp. No use of additional disinfectant. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector. Visual inspection performed with no issues noted. Leak testing performed with the no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: short shot noted on occluder feet. Sample was confirmed for the reported problem. The root cause was molding defect. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.